Event description:
Zinc poisoning [metal poisoning]. They told us zinc builds up in the body and leads to a deficiency of copper [cooper deficiency]. Zinc in her dental paste was attacking her nerves [nervous system disorder]. Lost the use of her legs [loss of control of legs]. Can't walk unaided [abasia]. Dizzy spells [dizziness]. Struggling to stand up / couldn't stand up [dysstasia]. Numbness in her legs [hypoaesthesia]. My legs kept going from under me [fall]. Shed 3 stone in just 6 months [weight decreased]. I can't work, I can't look after my grandson and I struggle to leave the house [activities of daily living impaired]. On (B)(6) 2011 a journalist from the (B)(6) reported that a female consumer of unknown age used fixodent denture adhesive, form/version unknown, number and frequency of applications unknown, on unspecified date(s). He was writing a story about the consumer as she had lost the use of her legs and alleged that this was the result of zinc poisoning, due to using fixodent. Medical history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: unknown. No further information was provided. On november 18, 2011 an article was published on the scottish sun's website. It reported that the female consumer, (B)(6) of age, had been using fixodent for over ten years for her dentures. In (B)(6) 2011 she started suffering dizzy spells and numbness in her legs, which left her struggling to stand up. According to the article, the consumer was "stunned to learn that zinc in her dental paste was attacking her nerves". She stated" "my legs kept going from under me. I'd been to the doctors but they had no idea what was wrong. Eventually I couldn't stand up". Her health continued to decline and she lost 3 stone in 6 months. Due to her weight loss her dentures no longer fitted, so she increased the amount of fixodent she was using after which her symptoms got worse. In (B)(6) 2011, she was admitted to hospital where she spent weeks having tests, before a consultant allegedly told her that she had zinc poisoning. The consumer said she was unable to work, look after her grandson, leave the house or walk unaided. Medical history: denture wearer. No further information was provided. Concomitant medication: no information was provided. The outcome of the case was: not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.